Event description:
Hologic field application specialist (fas) reported on behalf of customer that one sar-cov-2 tma run on panther instrument sn (B)(4) had one discrepant sample. Fas was verifying the uncapped workflow when one sample was negative using a penetrable cap, but sample was positive when ran uncapped on another panther.

Manufacturer narrative:
Hologic field application specialist (fas) informed customer that this sample was likely low-target. They ran 50 more samples which had no discrepant results. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.